Event description:
It was reported that the ilet pump repeatedly disconnected from the ilet app and failed to pair with both the app and the dexcom g7 despite reinstalls and restarts, consistent with a device communication malfunction attributable to a circuit board issue and failure to read the input signal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a communication error, aligning with failure to read the input signal and involvement of the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.